Manufacturer narrative:
Di not available for an unknown serial number no complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial (distal portion) lead was returned in one piece measuring 44.5 cm. Internal insulation abrasion breaching the re cable lumen only was noted at 10.2 cm to 11.6 cm, 27.0 cm to 28.0 cm from the distal tip. Internal insulation abrasion breaching the rv cable lumen only was noted at 8.5 cm to 13.3 cm from the distal tip. Internal insulation abrasion breaching all lumens was noted at 14.2 cm to 16.7 cm from the distal tip. The ptfe liner of the inner coil and the etfe coating on the cables were not abraded. External insulation abrasion breaching all lumens was noted at 11.2 cm to 12.8 cm from the distal tip consistent with friction to another device or patient anatomy. External insulation abrasion breaching only the re cable lumen only was noted at 28.6 cm to 29.5 cm from the distal tip consistent with friction to another device or patient anatomy. External insulation abrasion breaching only the svc cable lumen only was noted at 34.0 cm to 35.1 cm from the distal tip consistent with friction to another device or patient anatomy. The outer insulation was cut/damaged at 13.8 cm, 34.0 cm and 35.0 cm from the distal tip. All lumens were breached at these external abrasions. The ptfe liner of the inner coil and the etfe coating on the cables were not abraded. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.